Manufacturer narrative:
Other, other text: d4: UDI section is not available, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that customer service received a call from the patient's mother stating that the custom trach has a cuff that will not hold air. There was no harm to the patient. They were "able to replace the defective unit". The defective trach in customers possession and would like to obtain a return authorization for a replacement unit.

Manufacturer narrative:
Email is: (B)(6). Evaluation codes: updated device evaluation: one device (a tube with swivel connector and regular straight neck flange, without packaging and labeling) was returned for investigation. Visual and functional testing found the device was within specification and had no leakage or inflation faults. The complaint cannot be confirmed or duplicated. The cuff inflation issues reported are highly probable to be due to a variation in user technique. No lot number was provided, therefore no device history report (DHR) review could be performed. No correction or corrective actions will be conducted by the manufacturing facility at this time.

Manufacturer narrative:
Corrected data: g4: correction to aware date on initial report.